Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. At the time of the event, the customer was alerted to the battery becoming hot by the pump resulting in a valid temperature alarm occurring. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.